Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Side frames have broken at the rear weld point.

Manufacturer narrative:
The return evaluation states that the frame was broken at the welds.

Event description:
Side frames have broken at the rear weld point.